Event description:
It was reported that after pre-dilating the lesion and successfully implanting the zeta stent, the balloon was reportedly deflated. Afterwards, the stent delivery system (sds) was retracted, at first with slight resistance, but then it easily pulled out, under fluoroscopy. During this process, the guiding catheter went over the still lying balloon, into the rca. It was noticed that the two balloon markers of the delivery balloon could still be seen in the proximal rca, in the distal part of the guiding catheter. Subsequently, the sds was retracted and the distal section was missing. The guiding catheter was retracted together with the guide wire in order to catch the balloon, which was still trapped. However, the balloon stayed in, with up to three quarters of contrast media still inside. A second attempt was made to get into the vessel, using a guide wire and a guding catheter, but the attempt was unsuccessful. Under fluoroscopy, it was noticed that the vessel was completely occluded, so the patient was transferred to another hosptial where bypass surgery was performed contrary to the instructions for use (IFU), but the patient died the next morning. A cine of the incident was returned.